Manufacturer narrative:
.

Event description:
It was reported via registry that the patient was admitted for deep vein thrombosis and was found to have dehiscence of his lumbar wound from pump placement. The patient had an infection and the system was explanted/not replaced. Following surgery, the patient was awakened and extubated without difficulty. The patient recovered without sequela.